Event description:
The customer reported that during a sync cardioversion procedure for af, the device shocked on the t wave and the pt went into vf. The pt condition is not known at this time.

Manufacturer narrative:
(B)(4). The customer reported that during a sync cardioversion procedure for af, the device shocked on the t wave and the pt went into vf. The pt condition is not know at this time. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.